Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced infection, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to bladder outlet obstruction with obstructive voiding symptoms, painful mesh band with chronic pelvic pain.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.